Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned due to impedance issues. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a field representative from another manufacturer contacted boston scientific technical services (ts) and stated that he was going to a possible pocket revision procedure where the right ventricular (rv) lead may be extracted. The field representative from the other manufacturer was not certain of the reason for the possible revision procedure. Attempts to obtain additional information have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.